Manufacturer narrative:
This report is submitted on may 29, 2020.

Event description:
Per the clinic, the patient experienced increased sensitivity and pain over the implant site. The patient could not tolerate any of the different strengths of the magnets. The device was explanted on (B)(6) 2020. There are no plans to re-implant another magnet.